Manufacturer narrative:
This product is not marketed in us. 510k for similar product marketed in us with catalogue#9010009089 is k113174. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for adjacent segment disease (asd). It was reported that during the follow-up, which had been continued since the initial surgery, the rod was confirmed to be broken by x-ray images. Additional surgery was performed for the removal of the broken rod. There were no fragments left inside the patient. There were no further complications or symptoms were reported. On (B)(6) 2021 (rep): additional information was received via manufacturer representative that the adjacent segment disease was due to the rod. The event date is unknown. (B)(6) 2021 (rep): additional information was received via manufacturer representative that since two rods were broken in each side the pli 20 was added on (B)(6) 2021.

Manufacturer narrative:
H3: product analysis - product#:1606300500, lot#: 0410328w visual review confirms rod breakage. Significant fracture surface damage and smearing noted. Microscopic examination of the undamaged areas of the fracture surfaces identified a fairly flat fracture surface with faint gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Followed by a sheer lip that is consistent with material overload after the rod had been weakened by the cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.